Event description:
It was reported that a spectrum iq pump alarmed air in line during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue "air in line alarm" was not reproduced. The device was tested for flowline using the ultrasonic sensor air test and passed. A review of the event history log revealed multiple occurrences of air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be sensor calibration specifications out of tolerance. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.